Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few hours after implant of a leadless implantable pulse generator (ipg), the device exhibited elevated thresholds and loss of capture. Reprogramming was performed, and the ipg remains in use. No patient complications have been reported as a result of this event.